Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient said that in the evening when they sat down at the end of the day the stimulator would go down into their right leg several times within an hour and that they had to decrease stimulation 2-3 months ago. Patient said that recently in the last 2 or 3 days their leg had become sore and they wanted to know if their stimulator had anything to do with that. Agent walked the patient through decreasing their stimulation. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that initially therapy worked perfect but then they started having symptoms of leakage and did not have desired urinary control. They saw managing physician on (B)(6) 2023 and the doctor increased the amplitude. Ever since then, the patient had experienced some uncomfortable stimulation. They could feel stimulation consistently for weeks. One time they felt it in their leg for 2.5 hours and then it finally calmed down a bit. However patient still had days where they felt it in the bicycle seat like a flutter but also going down the leg at times. Patient requested assistance decreasing stimulation. Patient services reviewed how to do so. It was not clear if this resolved the issue as patient was not feeling any stimulation at the time of the call, so it will take some time for patient to monitor.